Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient had a heart attack. The case was aborted. The patient's hospitalization was extended and it was noted the patient was in stable condition. No further patient complications have been reported as a result of this event.